Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that the communicator would not charge and having issues for the past days. The patient said the orange light shows up but it doesn't charge. An email was sent to the repair department for a replacement device due to the device won¿t charge. No indication of patient harm.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 21-may-2022, UDI#: (B)(4). H3: analysis found ¿loose port visual damage to the micro usb hub¿, ¿failed battery charging¿ and ¿defective recharging circuitry tm90 recharging circuitry is damaged( found micro usb hub bracket broken and burnt diode on charge board).¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.